Manufacturer narrative:
Summary of eval: based on the limited info provided, the results of the investigation indicate that there are not issues for the reported devices in this even. Polyethylene wear on the reported insert is expected, especially after it has been implanted over seventeen years.

Event description:
It was reported that, "poly was wearing. Physician replaced poly in the cup. Physician also put in a 32mm head. Xrays and ops are confidential."